Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix anchor suture broke from the inside when the insertion shaft was removed. The procedure was completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: additional information on: b5, d8, e1, g4 (PMA/510(k)number).

Event description:
It was reported that during a shoulder cuff repair surgery, after the twinfix anchor was implanted, the suture broke from the inside when the insertion shaft was removed. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device in the initial bone hole. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor in place. The white suture string was returned fractured. The anchor was returned. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force or torsion during use or use of sharp instruments near the device tip. No containment or corrective actions are recommended at this time.